Event description:
The customer reported via phone call that the insulin pump alarmed button error and that she was unable to clear the alarm. The customer's blood glucose was 448 mg/dl. The customer treated the high blood glucose with a manual injection. While troubleshooting, the customer explained that the insulin pump stopped when attempting to program a bolus. The customer stated that the numbers on the screen started ramping up followed by the button error alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at display window corners.